Event description:
Fractured c1&c2 (cervical) in 2008. 1st surgery done eight days later. Prior to surgery, patient given option of wearing halo for 6 months or surgery with the use of infuse. Patient assured by m.d. That, though infuse is not FDA approved, "it's used all the time with minimal risk." Patient opted for surgery with fusion from c1-c4. Shortly after surgery, patient developed complications of breathing, swallowing, speaking, swelling of neck and throat. Patient placed on respirator, ng tube (that punctured a lung), g-tube and ultimately a tracheotomy, so she could breath. 2nd surgery was required due to complications that were not resolved from the 1st surgery. Currently, patient has breathing, swallowing, speaking and general weakness problems. Dates of use: 2008. Diagnosis: fracture c1 & c2.